Event description:
It was reported that stent premature deployment and overstimulation occurred, requiring medical intervention. The stenosed target lesion was located in the fistula. A 7 x 60 x 130 innova vascular was selected for used in a procedure via arm approach. However, during the stent deployment, the stent prematurely deployed and was incorrectly positioned, floating freely within the blood vessel. The physician attempted to resolve the issue by using a second stent to trap the first one, but this was unsuccessful. Consequently, the patient's electrocardiogram (EKG) changed, and the patient experienced overstimulation. The patient was then sent to the emergency room for further treatment. It was further reported that the stent was being placed in the superficial femoral artery (sfa). Additionally, the physician did not attempt to deploy the stent before it deployed prematurely in the sfa. The stent remains in the patient.

Manufacturer narrative:
This report is being submitted to correct the h6 - patient codes (2) in section h, device manufacturers only.

Manufacturer narrative:
B5 describe event or problem: additional information.

Event description:
It was reported that stent premature deployment and overstimulation occurred, requiring medical intervention. The stenosed target lesion was located in the fistula. A 7 x 60 x 130 innova vascular was selected for used in a procedure via arm approach. However, during the stent deployment, the stent prematurely deployed and was incorrectly positioned, floating freely within the blood vessel. The physician attempted to resolve the issue by using a second stent to trap the first one, but this was unsuccessful. Consequently, the patient's electrocardiogram (EKG) changed, and the patient experienced overstimulation. The patient was then sent to the emergency room for further treatment. It was further reported that the stent was being placed in the superficial femoral artery (sfa). Additionally, the physician did not attempt to deploy the stent before it deployed prematurely in the sfa. The stent remains in the patient.

Event description:
It was reported that stent premature deployment and overstimulation occurred, requiring medical intervention. The stenosed target lesion was located in the fistula. A 7 x 60 x 130 innova vascular was selected for used in a procedure via arm approach. However, during the stent deployment, the stent prematurely deployed and was incorrectly positioned, floating freely within the blood vessel. The physician attempted to resolve the issue by using a second stent to trap the first one, but this was unsuccessful. Consequently, the patient's electrocardiogram (EKG) changed, and the patient experienced overstimulation. The patient was then sent to emergency for further treatment.